Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5043080) on 20-jul-2015. The most recent information was received on 13-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pelvic pain'), genital haemorrhage ('heavy and irregular bleeding') and cervical dysplasia ('cervical pre cancerous cells') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test- total bilateral occlusion. Concurrent conditions included chest pain since (B)(6) 2016, abdominal pain since (B)(6) 2015, left upper quadrant pain since (B)(6) 2015, vomiting since (B)(6) 2015, gastroenteritis since (B)(6) 2015, ovarian cyst since (B)(6) 2015, nausea since (B)(6) 2014, irritable bowel syndrome since (B)(6) 2014, allergy to metals, depression, chronic back pain, diarrhea, constipation, premenstrual syndrome, abdominal pain lower, lumbar pain, spondylolysis, fever, sore throat and dysphagia. Concomitant products included amoxicillin, bupropion hydrochloride (wellbutrin), citalopram hydrobromide (celexa), cyclobenzaprine hydrochloride (flexeril), furosemide (lasix), gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), hyoscyamine sulfate, meloxicam (mobic), naproxen, omeprazole, ondansetron, potassium, sucralfate (carafate) and topiramate. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating, look eight months pregnant"), migraine ("severe migraines / migraines"), dysgeusia ("have a metallic taste in my mouth"), adnexa uteri pain ("I can't even cough without feeling like my tubes are being ripped out"), cough ("since the procedure I cough a lot") and back pain ("severe back pain / back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), depression ("depression"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), anxiety ("anxiety"), mood swings ("mood swings"), rash ("skin rashes"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), urinary tract disorder ("bladder or urinary problems"), bladder disorder ("bladder or urinary problems"), pollakiuria ("frequent urination"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage, cervical dysplasia, abdominal distension, migraine, dysgeusia, adnexa uteri pain, cough, back pain, abdominal pain, ovarian cyst, fatigue, depression, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, mood swings, rash, headache, tooth disorder, dysmenorrhoea, dyspareunia, urinary tract disorder, bladder disorder, pollakiuria, vulvovaginal pain, pain in extremity and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, bladder disorder, cervical dysplasia, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, ovarian cyst, pain in extremity, pelvic pain, pollakiuria, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: bloating, female pelvic pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- new event vaginal discharge were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.